Event description:
A maxillary rod that was implanted was cutting into pt's lip. Surgeon tried to modify the rod by bending it out and the rod broke. The broken piece was thrown away by the surgeon. During revision surgery the remaining part of the broken implant was removed and replaced.